Event description:
On 9/2001, the pt contacted the MFR's representative concerning their device (MDR# 1056436-2001-00084). The pt requested the physical address of the MFR's insurance carrier, so that they could send the insurance carrier a certified letter. The MFR's reps requested that the device referenced be returned if it were available for investigation. The pt stated that the device was available to be returned; however, it would take a while before they sent it back to the MFR.